Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction insulin by injection and planned to use multiple daily injections as backup insulin therapy. There was no reported assistance needed from any third party. Technical support arranged shipment of replacement pump with updated software.